Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. Caller reported they were having some difficulty with the ins. Caller reported they were on program 4 and I the 5th year of having the device. Caller stated they felt like they were being electrocuted, they stated it was a steady tapping and there did not seem to be a break in it. Caller reported they were set on program 4 at 1.2v since the fall of last year. Caller wanted to know if there was anything they could do to get relief. They stated they felt like their skin had just been blistered. Caller reported that when they laid on their back it hurt to lay on the ins at the implant site in their butt cheek. Caller stated on program 3 the pain and discomfort was unbelievable. Caller reported they were like raw meat. Caller was able to confirm with their patient programmer that stimulation was on. Caller decreased stimulation from 1 .2v to 1.0v, but they were still having the electrocution. It was reviewed they could consider turning stimulation off, but the caller was not interested because then they would have a whole new set of issues. Caller was redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the difficulties with the ins was overstimulation. They also reported it was time for a replacement, the ins was performing at 25%. The reported the replacement of the ins was scheduled for (B)(6) 2018 and the programmer was reprogrammed to program 3.

Manufacturer narrative:
Note: the patient subsequently reported the ins device was replaced due to normal battery depletion. Hence, the event is no longer considered a serious injury. The report of ins replacement is not considered a serious injury but is an expected procedure for the life cycle of the device therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient described further the issue as the device was ¿eating pt up¿ and ¿electrocuting¿ their privates. There were no further complications reported or anticipated.